Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) confirmed with the customer that the issue was resolved, and no further investigation required for this device. The system functioned as intended after the field service engineer investigated the incident.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, main drawer 6 was failed and required maintenance. The customer rebooted the station but still issue persist. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.